Event description:
I received the essure medical device in (B)(6) 2013 and since then have had increasing problems with my monthly cycle - severe cramping, and clotting. I have increased fatigue all the time, night sweats, hot flashes. I have gained 40 lbs in one year. I have had a kidney infection and other female infections. I have severe mood swings and depression. I often am having pain in my ovaries area.